Event description:
A consumer reported that while using a vicks steam inhaler (model vih200) as intended, the water reservoir allegedly loosened and detached during operation, purportedly causing hot water to spill onto the consumer's left thigh and resulting in a burn. The consumer allegedly sought medical evaluation from a physician. According to the certified physician assistant's note in the accompanying medical file, the consumer allegedly suffered a hot water burn to the left thigh resulting in a superficial burn. The consumer later reported that the original unit that caused the burn was returned to amazon.com after it allegedly stopped heating. The consumer received a replacement unit and provided the lot code of the second unit as 07425. No additional medical outcome was reported. The instructions for proper use have clear warnings that state "caution: never move the appliance while in use. It can spill hot water if tilted, shaken or tipped over causing injury or burns", "do not move, lift, shake, tilt or disassemble while in operation or if it still contains hot water", as well as "allow the appliance to cool for at least 20 minutes before moving or refilling it". Kaz USA, inc. Has requested that the product be returned to our company for testing.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.